Event description:
It was reported while using a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the user was bumped into while attempting to engage the safety shield. This resulted in a used needle stick injury to the user. Facility protocol was followed including notifying infection control and taking blood from the source patient. No further treatment was required.

Manufacturer narrative:
E1. Initial reporter address: (B)(6) hospital. Investigation summary: "material #: 368836, lot/batch #: 4059004. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed. The customer states that the needle stick injury was not the fault of the device. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."